Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the one same suture broke 4 times during continuous suturing? Please specify a location of tumor cavity? The product code and lot number? Was the suture reprocessed (ie. Re-sterilized) before use? The volume of hemorrhage/bleeding which occurred intra-operatively as result of the ¿suture broke 4 times¿? How the hemorrhage/bleeding was treated? If additional surgical/medical intervention was needed, please provide details. Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (4 times breakage of same one suture and hemorrhage)? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a myomectomy on (B)(6) 2020 and the suture was used. During continuous suturing of the tumor cavity, the suture broke 4 times resulting in hemorrhage in tumor cavity and repeated suture several times. Another one suture was used to complete the procedure. Additional information has been requested.